Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the first few pins of the four reloads popped out of the reloads and the stapler could not continue firing. The product was immediately replaced to resolve the issue. There was no patient injury.